Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of customer has device 8100 (s/n (B)(6) with no channel identification when connected to 8015. Technical support, customer receives device model 8100 (s/n (B)(6) not displaying channel identification. Explained problematic issue for error to occur at device powering on, check of device with connection to both sides of the alaris pc unit, issue not resolved, customer to isolate to the logic and/or motor controller boards for repairs, verification of warranty status, then suggested customer to send for service depot repair (level 1, or 2 fixed rate). A review of the device history record for sn (B)(6) was performed from (B)(6) 2015 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support, customer receives device model 8100 (s/n (B)(6) not displaying channel identification. ¿ explained problematic issue for error to occur at device powering on. ¿ check of device with connection to both sides of the alaris pc unit. ¿ issue not resolved, customer to isolate to the logic and/or motor controller boards for repairs. The customer reported problem was confirmed. H3 other text : no product returned

Event description:
Case #:(B)(6) case subject: npi 8100 no channel ID. Account name: (B)(6) account #: 19995173 asset name: 8100 pump module v9.33.0 asset location: contact: (B)(6) contact email:(B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer has device 8100 (s/n (B)(6) with no channel identification when connected to 8015. Failure device type: failure problem type: failure mode: case resolution: customer receives device model 8100 (s/n (B)(6) not displaying channel identification. ¿ explained problematic issue for error to occur at device powering on. ¿ check of device with connection to both sides of the alaris pc unit. ¿ issue not resolved, customer to isolate to the logic and/or motor controller boards for repairs. ¿ verification of warranty status, then suggested customer to send for service depot repair (level 1, or 2 fixed rate). ¿ customer request RMA for device repairs. ¿ transfer customer to our service notification group to assist with RMA request. ¿ customer to call back for assistance if any further issues and/or concerns need addressing. ¿ end call.

Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement .

Event description:
(B)(4). Case description: customer has device 8100 (s/n (B)(4)), with no channel identification when connected to 8015. Case resolution: customer receives device model 8100 (s/n (B)(4)), not displaying channel identification. Explained problematic issue for error to occur at device powering on. Check of device with connection to both sides of the alaris pc unit. Issue not resolved, customer to isolate to the logic and/or motor controller boards for repairs. Verification of warranty status, then suggested customer to send for service depot repair (level 1, or 2 fixed rate). Customer request RMA for device repairs. Transfer customer to our service notification group to assist with RMA request. Customer to call back for assistance if any further issues and/or concerns need addressing. End call.